Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is per the customer report of "mid-june". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc device. The customer reported a high sensor reading of approximately 400 mg/dl and self-treated with insulin (dose/type unknown). The customer then experienced a loss of consciousness and was treated by spouse with glucagon injection. There was no report of death or permanent injury associated with this event. A readings comparison of 400 mg/dl with the sensor against 47 mg/dl with the reader's built-in meter was provided. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.